Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and rotated heart. A mitraclip xtw was inserted and deployed on the mitral valve. However, while removing the lock line, the clip opened from approximately 10 to 15 degrees to approximately 20 to 25 degrees. It was noted that the clip remained stable on the leaflets. An additional clip was deployed lateral to the first implanted clip, reducing the mr to a grade of 1+. It was noted that the patient was stable upon discharge of anesthesia. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was sent to recovery, and one day post procedure, the patient was discharged to home.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided videos and image were reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided videos and image were reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "two (2) fluoroscopic videos and one (1) fluoro still image was provided. The first video ("img_6263") was taken immediately after mechanical separation of the first clip (reported device) in which the delivery catheter (dc) is being retracted away from the clip. The second video ("img_6265") and still image ("img_6264") were taken post deployment of the second clip (no reported issue). In all three fluoro cine, the first clip (reported device) appears to have a consistent arm angle of ~25°. It should be noted that per the instructions for use, after the lock line is removed (per step 32.1.2), step 33.1.3 instructs the user to conduct the second efaa check and provides the following note: "the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position". Per the IFU and by design, the user is able to close the clip after the lock line is removed and is instructed to do so if the clip arm angle is observed to change during these steps. Based on the reported incident details, it is unclear if the user performed step 32.1.3, as described. After the clip was observed to open to ~25° during lock line removal, the user should have re-closed the clip and conducted the second efaa check in accordance with the IFU. As such, it is recommended that follow up be sent to the account to verify the discrepancy between the reported incident details and IFU steps. If the user failed to attempt re-closure of the clip after lock line removal and / or did not perform step 32.1.3, this indicates a potential use error which resulted in the clip being deployed at ~25°. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image and videos provided. Follow-up information confirmed that the user attempted to reclose the clip during lock line removal and performed the second efaa check.

Event description:
N/a